Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The power management (pm) printed circuit board assembly (pcba) was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that while performing preventive maintenance the unit will not power on. It was reported that there was no patient involvement at the time the issue was discovered. During the backup alarm test, the customer pulled both the ac and dc and the unit alarmed as required. The customer then held the power button to stop the alarm, reattached battery and ac, and now the unit will not power on. The remote service engineer (rse) troubleshot with the customer and informed the customer they were not supposed to press the power button; but were to reattach power and see if unit boots back on. The customer states they will test the power supply and power cord. The investigation is ongoing.